Event description:
It was reported that a patient underwent an excision of lipoma procedure on (B)(6) 2014 and suture was used. After the excision of lipoma, the surgeon closed the wound with suture. After a few stitches, the surgeon found that the tip of the needle was broken. The patient went for an x-ray but they still could not find the needle tip. Additional information was requested.

Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.